Manufacturer narrative:
Reliability analysis inspected 1 opened and used enlite sensor and performed a visual inspection and found the sensor cannula to be broken. The broken part was not found. Visual inspection performed and checked the introducer needle for burrs, hooks, and dull needle tip defects but nothing was found. The introducer needle passed per specifications.

Event description:
The customer called in to report that needle got stuck when it was pulled off and the sensor became damaged internally. The customer stated that most of the time the sensor needle comes off. The customer's blood glucose level was 132 mg/dl. The customer's sensor was replaced and returned.